Manufacturer narrative:
Unit received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform the displacement and self-test due to missing segments/partial display. Unit had missing display window cover. The unit p-cap / test reservoir locks in place properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in display. Customer stated that insulin pump had neither been bumped nor dropped. Customer stated that they experienced high blood glucose. Customer's blood glucose was 412 mg/dl. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.